Manufacturer narrative:
Evaluation of the returned px slim confirmed that the catheter was fractured. This typically occurs if the px slim is advanced against resistance and becomes kinked. Subsequently, if the device is further manipulated the kink may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery using a px slim delivery microcatheter (px slim), penumbra coil 400 (pc400), and a benchmark bmx 81 access system (bmx81). During the procedure, while attempting to advance a pc400, the physician felt something. Therefore, the physician decided to remove the px slim and the pc400. Upon removal, the px slim was noticed to be fractured into two pieces at the proximal end. It was reported that the pusher assembly of the pc400 had bridged between the two fractured pieces of the px slim allowing the physician to remove the pc400 intact and the px slim together. It was also reported that the decision was made to not use the removed pc400 and there was no damage noted to the pc400. The procedure was completed using a new px slim, a new pc400, and the same bmx81. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.